Event description:
The customer observed the following results for one patient sample tested with the architect ca 19-9xr assay: initial result of >1200 u/ml (neat; reagent lot (B)(4)) on architect i2000sr sn: (B)(4), retested at 905.76 u/ml (1:2; reagent lot (B)(4)) on architect i2000sr sn: (B)(4). The following results were all generated with reagent lot (B)(4) on architect i2000sr sn: (B)(4): 677.79 u/ml (1:10); >1200 u/ml (neat); 702.84 u/ml ; 495.55 u/ml (1:5); 596.74 u/ml (1:10). The following day the sample was retested again: >1200 u/ml (neat); and, 603.93 u/ml (1:10). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr analyzer, list 03m74-01, (B)(4) manufacturing site to architect ca 19-9xr assay, list 02k91-25, (B)(4) manufacturing site. MDR numbers 1415939-2012-00055 and 1415939-2012-00056 have been submitted and all further information will be documented under those MDR numbers.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem code: no known impact or consequence to patient (B)(4). Device problem code: incorrect or inadequate result (B)(4). Complete patient identification number: (B)(4). Arch i2000sr ln: (B)(4), sn: (B)(4).